Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-03006 and 2134265-2014-03245. It was reported that pullback failure occurred. The ilab motor drive unit was used in conjunction with an opticross¿ coronary catheter intended to visualize the an unspecified lesion. During percutaneous coronary intervention (pci), pullback became unable to be performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.